Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was unknown. No symptoms were indicated and so no treatment necessary. Trouble shooting occurred but issue was not resolved. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.